Manufacturer narrative:
Correction information: section b.3, d.6b. The recipient's revision surgery occurred on (B)(6) 2026. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: b.3, d.6b, h.6. The recipient's device was explanted. The recipient was not re-implanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing no auditory perception due to electrode extrusion. Imaging confirmed electrode extrusion into the external auditory canal. Revision surgery is under consideration.